Event description:
The user facility reported an impella cp was implanted in a 72-year-old female patient for mechanical circulatory support. It was reported under echocardiogram, there was insufficient space in the left ventricle for proper positioning of impella. As a result, the patient's experienced hemolysis due to this positioning challenge, therefore, the impella cp was explanted.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.